Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that a screw fracture at s1 was noted on x-ray. Fusion is noted at l5-s1. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.